Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal (ip) injection of vancomycin (1 gram in first bag then every fifth day, duration not reported) and ip injection of magnova (1 gram in first bag then 500 mg in each bag, duration not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up, it was reported dianeal pd2 2.5 was discontinued the same day as the peritonitis onset. Seven days after the event onset, the patient was discharged from the hospital and was recovered from the peritonitis event. Antibiotics were ongoing for one week after discharge. Dianeal pd4 1.5% and extraneal therapies were started, unreported date. Should additional relevant information become available, a supplemental report will be submitted.